Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that when this pacemaker was implanted, noise was seen, as soon as it was connected to the lead. The lead was pulled out and reinserted; noise was still seen. Interrogation was restarted with the device. Once the lead made contact and the set screw was tightened, the physician saw the noise. Then the programmer screen was blue. Interrogation could not be completed. As this pacemaker had been programmed for a previous case and not used, the physician was concerned there would be long-term issues with the device and opted to use another one. The new can was implanted with no noise. After the procedure this pacemaker was tested by a pacing system analyzer (psa) and there were no issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.